Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that an unknown cook 8.5 fr biliary drainage catheter was difficult to remove during a fluoroscopy guided exchange procedure. The 8.5 fr biliary drain was being used as an internal nephrostomy. The user struggled to remove the drain over a wire, as the string from the drain was caught somewhere and was not releasing the pigtail properly. They eventually managed to remove and exchange the tube; however, the string was still inside the patient with a small amount showing at the patient's conduit. After a lot of struggling and some force, they managed to release the string; however, the patient had experienced quite a bit of pain. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. It was reported that this failure occurred with "another patient"; this report captures this additional patient. The patient event above is reported under manufacturer reference #(B)(4) and #(B)(4). Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) for the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [IFU__multi2_rev1] packaged with the device contains the following in relation to the reported failure mode: precautions "when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture." "A tfe-coated wire guide must be used with ultrathane catheters." Instructions for use: unlocking catheter loop. For mac-loc locking loop mechanism: "a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam lever is free. (Fig. 4)" how supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of the investigation, it was concluded that component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the catheter experienced excessive force or tension while in the patient. However, this possibility can not be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that an unknown cook 8.5 fr biliary drainage catheter was difficult to remove during a fluoroscopy guided exchange procedure. The 8.5 fr biliary drain was being used as an internal nephrostomy in a male patient. The user struggled to remove the drain over a wire, as the string from the drain was caught somewhere and was not releasing the pigtail properly. They eventually managed to remove and exchange the tube; however, the string was still inside the patient with a small amount showing at the patient's conduit. After a lot of struggling and some force, they managed to release the string; however, the patient had experienced quite a bit of pain. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable. Another occurrence is reported under manufacturer reference # (B)(4).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b- additional product codes: gbo; lje e1 - phone number: (B)(6). E3 - occupation: advance radiographer practitioner h3 - device evaluated by mfg?: device not returned to manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.